Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support advised clinician to perform reset on device. The clinician did not report any injury or medical intervention.